Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported that the adc device would not power on with button press or strip insertion, and ordered a replacement. Due to a delivery delay, the customer did not have a device to monitor glucose with and became dizzy, losing consciousness. The customer was taken to a hospital where they were provided with slowmet 1000mg oral tablet and "insulin puncture" (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.